Manufacturer narrative:
Medtronic continues to investigate the reported issue.

Event description:
Medtronic is investigating reports of devices that have exhibited service fault indications and some have failed to turn on.